Manufacturer narrative:
Block h6: problem code a050501 captures the reportable event of bands failure to deploy. Block h10: investigation results. A speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found one band present and one ligator head tooth was bent. The suture hole was in good condition and no damages were observed. Functional evaluation was not performed because the ligator handle was not returned. No other issues with the device were noted. The reported event was confirmed. A ligator tooth was found bent indicating the component was submitted to tension forces during use. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was performed in the gastric mucosa. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric mucosa during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the last two bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric mucosa. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric mucosa during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the last two bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric mucosa. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.